Event description:
It was reported that during a lap sleeve procedure the surgeon closed the device over tissue and began firing process. The blade advanced approx 1 cm and then stopped. Blade was then reversed using the powered reverse button. Removed cartridge shows first two rows of staples starting to form, but still in the cartridge and not appearing to hit any of the pockets on the anvil side. The blade is approx 1 cm from the proximal end of the cartridge and all distal staples are still within the cartridge. Procedure was completed with same like product. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. After multiple attempts to obtain the device not device has been received to date, supplemental will be sent upon receipt/analysis of the device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.